Manufacturer narrative:
Title: tonsillectomy with bizact: impressions from four cases. Source: kulak burun bogaz uygulamalari 2020;8(1):51-55. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature, there were 4 patients (a four-year-old boy, a four-year-old girl, a 28-year-old male and a 35-year-old male) who underwent tonsillectomy using bizact. One adult patient experienced bleeding on post-operative day 5, from the middle region of the left tonsillectomy site on the fifth post-operative day which required the surgeons to take him back into the operating room to cauterize the bleeding. He was kept in the hospital for two more days and then discharged. Also, a four-year old girl's mother had sent a picture of her throat, showing significant exudate covering her uvula, indicative of a mucosal injury. On the sixth postoperative day, her mother brought her in when she saw some blood in the patient¿s mouth. The patient was seen without delay, yet no bleeding was detected. Still, it was decided to keep her in the hospital. She was kept on the same antibiotic regimen (amoxicillin-clavulanate) she had been prescribed for the postoperative period. She was discharged after two uneventful days and recovered fully in the following weeks, except for a temporary and mild velopharyngeal insufficiency which persisted for a month.